Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported turns on and off by itself. A review of the event history log identified improper shutdown messages as evidence of the reported issue. The reported condition was verified. The device was inspected and the cause was determined to be attributed to a failure of the alternating current adapter. The alternating current adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would turn on and off by itself during an unspecified process step. There was no patient involvement. No additional information is available.